Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) discriminator possibly withheld detection during ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The patient had experienced wooziness just prior to receiving defibrillation therapy. The crt-d remains in use. Possible intermittent undersensing was noted on stored atrial electrograms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.